Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a history of a dislocation problem with her left hip. This patient has a summit stem and hip ball implanted with a competitor's cup. The surgeon brought this patient in for a revision in attempt to make her hip joint more stable. The hip ball was explanted and no information could be recovered to identify the implant. Only thing to document that it was a ts 40mm ceramic hip ball. A competitor's liner was implanted into the acetabular cup and surgeon used a competitor's hip ball on the summit stem. Original implant date unknown. Doi: unknown. Dor: (B)(6) 2019. Left hip.